Event description:
Smoke emission was detected from the back of an advia centaur xp system. The instrument was shut down and unplugged. The fire department was not contacted. There was no report of injury to staff, damage to property or impact to patients.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the power supply and real time (rt) board, and re-installed computer software. The cause of smoke being emitted from the advia centaur xp was an overheated power supply. The instrument is performing to specifications. No further evaluation of the device is required.